Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). It was reported that rep met the patient today for her post op. She states she is getting great relief. Rep ran an impedance and electrode 9 and 15 were avoid. None of her programs were utilizing those electrodes. Patient did not have any falls that would have led to this. She is doing great and this is currently not an issue. Additional information was received from the manufacturer representative (rep). It was reported that the cause has not been determined. Additional information was received from the manufacturer representative (rep) reporting that they got a call from the patient today that she was seeing settings unavailable on her controller. The rep met up with her and impedance revealed electrode 8 and 9 at 40000, electrode 11 at 17160 and 15 at 12740. She was running 4 programs and only one was utilizing some of those electrodes. I was able to program around it maintaining coverage. She is now able to turn her system up again with no settings unavailable message popping up. She did not report any falls that could have led to this. The issue was resolved.